Manufacturer narrative:
The cause of the hematoma and major bleed is most likely use related since the patient arrived to cicu with hematoma at groin site. The device passed all the post sterile inspection checks.

Manufacturer narrative:
Date of explant, d6b, has been updated.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
It was reported that a patient implanted with an impella cp developed a hematoma and bleeding at the groin site. The patient was in stable condition.